Event description:
The customer contact reported a separation. The tubing set was being used for secondary delivery an unspecified concentration of oxytocin at an unspecified rate. The male adapter of the tubing set was connected to an unspecified clave port of an unspecified primary tubing set. After an unspecified length of time, the customer contact reported that while the nurse was removing the male adapter of the tubing set from the clave port, the tubing separated from the male adapter. The male adapter remained lodged in the clave port of the primary tubing set. The customer contact reported an unspecified volume of blood leaked from the clave port. At this time, the nurse clamped the tubing set. At an unspecified time, "the IV was discontinued." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.